Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: the report of "perivalvular leak and dehiscence" could not be confirmed through visual observations. The x-ray demonstrated the wireform to be intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect and 1mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. The sewing ring was cut near leaflets 2 and 3 on the inflow aspect. Cor-knots and pledgets remained attached on the sewing ring. Additional manufacturer narrative: updated concomitant medical products, device evaluated by MFR, device manufacture date and adverse event problem. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. The reported event was not confirmed. However, it has been determined that the dehiscence and pvl in this case was likely due to patient related factors. It was noted that this valve was originally replaced for endocarditis.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 6900p 31mm mitral valve, implanted for six (6) months, was explanted due to perivalvular leak and dehiscence. This patient has a history of endocarditis s/p mvr. A code 22 modifier with additional dissection was performed in excess of one hour and 15 minutes due to a history of pericarditis and endocarditis. The subject device was found to be dehisced at the area. Otherwise, the valve appeared to be well incorporated with no obvious vegetations. He underwent redo-mvr with a 6900p 33mm valve. Once of bypass, having good hemodynamics, good hemostasis, the valve being well-seated with no perivalvular leak, and very low gradient by tee, the ivc, followed by svc cannulas were removed. There were no obvious complications. He was transferred to the cardiac ICU in stable critical condition. The patient was discharged home on pod #5.